Event description:
Healthcare professional reported approximately 4 months after injection with juvederm ultra plus in the marionette zone, juvederm voluma with lidocaine in a lateral jawline uplift, and juvederm volbella with lidocaine in the upper lips, patient developed swelling of "left upper lid" and a bump under the brow where filler had been injected, "right upper lip swelling with 2 lumps, and lumps on the jawline. Approximately one week later, the patient experienced swelling and "lumps" at the left upper lip and the left upper cheek, a "lump" at the lower lip, and "lumps" at the left-side forehead. Seven months prior to system presentation, patient had injection with juvederm volbella with lidocaine in the forehead and juvederm voluma with lidocaine in the temples, brow, and cheek. Five months prior to symptom presentation, patient had juvederm voluma with lidocaine in the brow and juvederm volbella with lidocaine in the lips. Patient treated with hyaluronidase, prednisone, and keflex. Additional information reported by healthcare provider states that symptoms not due to juvederm ultra plus. Symptoms resolved except for a small lump at right upper lip. This is the same event and the same patient reported under MDR ID #3005113652-2015-00162 ((B)(4)), MDR ID #3005113652-2015-00163 ((B)(4)) and MDR ID #3005113652-2015-00164 ((B)(4)). This MDR is being submitted for the fourth suspected product, unspecified juvederm ultra plus, also a device manufactured by allergan.

Event description:
Additional information: symptoms have resolved. Patient has had additional injections with unspecified juvéderm¿ voluma¿ and unspecified juvéderm ultra plus¿ with no problems.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, lumps and granulomatous reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.